Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available at this time.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2014 the patient underwent a left ankle reconstructive surgery at the louis stokes veterans administration medical center in cleveland oh. It is further alleged that the patient suffered severe pain and contracted an infection subsequent to his ankle surgery and underwent surgery to remove and replace ankle support hardware, treat the infection contracted, and remove bone marrow to which the infection had spread at the cleveland clinic on (B)(6) 2014.